Event description:
It was reported that the patient with this right ventricular lead was hospitalized due to experiencing a bradycardia and a cardiac tamponade episode. Analysis of the system was performed. It was determined that this lead exhibited high capture thresholds and loss of capture. Pericardial effusion was also observed. It was decided to explant and replace this lead. No further adverse patient effects were reported.